Event description:
Kimberly-clark received a report stating, "an enteral feeding line was connected to the saline port of the catheter and the nurse infused nutrimeal through the port and down the airway of the patient. The label designed to identify "airway only" had peeled off due to the high concentration of humidity in the neonatal enclosure." Two cc's of formula was given through closed suction system at time of discovery. Patient was given nitric acid at the time of incident and transferred to children's hospital of denver for further treatment. Patient is doing well. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(6).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Without a returned device and lot number we are unable to determine a root cause for the reported event. Kimberly-clark has not received any prior complaints involving inadvertent administration of an enteral feeding nutrient to a respiratory suction tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.